Manufacturer narrative:
Physio-control evaluated the device and verified that it was not completing the boot-up cycle during power on. Physio replaced the system pcba. After performing other unrelated repairs, the device passed performing functional and performance testing and it was returned to the customer for use.

Event description:
While evaluating for an unrelated issue and annual preventive maintenance, physio-control found that a customer's device would not complete its power-on self test, or boot-up cycle. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient involvement associated to this event.